Manufacturer narrative:
Date of event: unknown, not provided. If explanted; give date: unknown/not provided. Phone - unknown/not provided. (B)(4). This report is being filed on an international device; tecnis optiblue 1-piece iol, model zcb00v that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a male patient was complaining of seeing a ''dazzling'' postoperative of the lens implant. Consequently, the zcb00v intraocular lens (iol) was explanted. Lens was switched to non-johnson & johnson surgical vision (jjsv) product. It was noted also that this patient who is young, has a cornea diameter as large as 12.5mm. Doctor commented this is his first experience with this symptom. No additional information provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 8/10/2018. Device returned to manufacturer? Yes. Device evaluation: the complaint unit was returned in a plastic bag. Visual inspection at microscope magnification was performed: the lens was observed cut in two (2) pieces, which could be related to the explant process. No damaged /defect was observed on the haptics of the lens. The reported issue could not be verified due to the condition of the lens. Based in the analysis, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no other complaint was received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-(B)(4).